Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-06513. It was reported that the patient presented to the clinic for a routine generator exchange. During interrogation over-sensing of lead noise was noted on both the atrial and right ventricular (rv) lead. The patient was asymptomatic. The leads were capped and replaced on (B)(6) 2021. The patient was stable throughout.